Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer troubleshoot this issue with the customer over the phone. The customer reported to have replaced the inspiratory module pcb and passed all testing.